Event description:
Additional follow up revealed that patient underwent a surgical procedure on 16 march 2018, wherein scs ipg was explanted and replaced. Therapy has been restored post operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy.

Manufacturer narrative:
Corrected data: this device was inadvertently reported as a possible eri in initial report on 5 jan 2018.

Event description:
It was reported the patient¿s controller reflected a "replace generator" error message. It was noted the ipg had reached end of service. As such, the patient will undergo surgical intervention to address the issue.